Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed the top and bottom cases are in good condition. Cracked and chipped right plunger case and broken screw boss found in left plunger case. Loose component inside, missing battery pack and label. No visible contamination. Event history log showed force sensor test error found several times. Reported problem duplicated during power up process. Steady state reading of the force sensor count 0 and -0.99 lbs. Force does not change when force is applied to force sensor. The force sensor and plunger cable where not operating as intended. The force sensor and plunger cable were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device was last serviced in january 2022 and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the returned order service, the pump was alarming when turned off, and plunger head needed repairs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.